Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's transmitter was low on battery. The customer also reported receiving no delivery alarms that contributed to them having low blood glucose. The customer stated they would have to calculate the rest of the insulin being delivered to their body. Customer reported their blood glucose declining to 46 mg/dl. The customer stated the paramedics were called during this event to treat for their seizure. The customer also stated their meter was reading 76 mg/dl. The customer declined to troubleshoot for their low blood glucose as it was from miscalculation of their insulin. No additional information provided.